Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported using the dual regular retainer since early april. The patient stated that their upper right incisor has a lot of sensitivity. The patient said that they noticed this after 2 weeks of retainer wear when they switched to overnight wear. The patient stated it started out not too bad and they noticed it in the mornings, however the patient is now not able to eat or drink anything cold without extreme sensitivity. The patient said it's specific to one tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.